Event description:
It was reported that unspecified bd¿ intima-ii catheter was broken. The following information was provided by the initial reporter: at 9:30 a.m. On (B)(6) 2021, the patient was given intravenous infusion, and the infusion set was ready to be connected. However, it was found that the latch of the intravenous indwelling needle was broken, and the pipeline could not be tightened effectively. Therefore, the patient could only be injected again by pulling out the needle.

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. (B)(4). Medical device expiration date: unknown device manufacture date: unknown. Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.